Event description:
During post-implant procedure device programming for the patient¿s trial with an evoke spinal cord stimulator (scs) system, the patient reported experiencing weakness, numbness in the legs and an epidural hematoma. The leads were removed, the patient was sent to the emergency room and admitted to the hospital.

Manufacturer narrative:
The explanted leads were not returned to saluda. The cause of the reported patient¿s symptoms could not be established. Weakness, clumsiness, numbness, abnormal sensations or pain which may result in surgery (including revision, explant and/or replacement) has been listed as a potential risk in the manufacturer¿s instructions for use (IFU). The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.